Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mcs tip cover accessory captured on this complaint will not be returned for evaluation as it has been disposed after completing the procedure. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. Review of the system log confirmed the usage of a mcs instrument during the procedure using da vinci system (B)(4). Review of the instrument log for this mcs instrument shows it has not been used in subsequent procedures since last usage on (B)(6) 2020. Based on the failure mode, no additional technical review is necessary. No image or video was provided by the site for review. This complaint is being reported based on the following conclusion: it was alleged that the mcs tip cover accessory got detached from the mcs instrument when removing the mcs instrument out of the usm arm. The mcs tip cover accessory fell inside the patient's body. Although it was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the user removed the monopolar curved scissors (mcs) instrument from the universal side manipulator (usm) arm, however, while removing the instrument, the mcs tip cover accessory got detached from the mcs instrument and fell inside the patient's body. The entire mcs tip cover accessory was retrieved and no known post-operative test was performed. No post-operative complication has been reported as of the date of this report. The user completed the procedure. No known impact, or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the mcs instrument was inspected prior to use. An installation tool was utilized for the mcs tip cover accessory. No electrolube was applied. At the time of the issue, the mcs tip cover accessory fell at the subcutaneous area of the patient's body.